Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, high defibrillation impedance on the right ventricular (rv) lead. On (B)(6) 2024, the physician capped to explant and replace the rv lead. The patient was in stable condition.